Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'no problem detected'.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to the patient experiencing discomfort. No new device has been implanted. No additional adverse patient effects were reported. This ICD is no longer in service.